Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are photos of device available? Were the jaws eventually able to be opened? Where on lung was device fired? Who fired the device? What is the hcp¿s experience with device? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Was this the first firing of device? How many ratchets of manual override were completed? What is the current patient status?

Event description:
It was reported that during a robotic lung resection using the powered echelon 45 with a black load on the lung parenchyma, the device staple and cut the tissue but didn't reverse the knife back. When trying to use the reverse button, reverse battery then the manual override, it didn't reverse the knife back. The case converted to an open thoracotomy. The procedure was delayed by one hundred and eighty minutes and this caused a larger incision, more blood loss.